Event description:
Boston scientific crm received information that during a ventricular threshold test, the clinician saw loss of capture and ended the test. However, the device did not exit the threshold test and continued to decrement until the patient went into a seizure. A test was performed in ddd mode that successfully obtained an atrial threshold measurement. The clinician was confident that the device was working fine. The patient was doing fine after the seizure. Information was later received that this device was electively explanted.

Manufacturer narrative:
This device and lead remain implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.